Manufacturer narrative:
Examination of the returned pedicle probe found breakage occurred approx 1.5 cm (.590 inches) from the distal tip of the instrument. Impaction marks are evident on the cap of the spherical handle. No definitive conclusions can be made. However, the breakage is indicative of material fatigue from usage over time. Review of incoming inspection records found the lot met specification requirements when released to stock in (B)(4) 2005. Complaint trends analysis found no other complaints have been reported for this production lot. The probe has been in service for over 5 years and, based upon its overall worn appearance, appears to have been moderately to heavily used. At this time, the complaint is considered to be closed.

Event description:
Contact reports that while the surgeon was putting in the sacrum pedicle, the pedicle probe broke at the tip, leaving approx 1.5 cm of the instrument deep in the pedicle of s1. An attempt to retrieve the tip was unsuccessful. The pedicle was redirected and a screw was placed. Note: the event was reported to depuy spine on (B)(6) 2011. The sales rep was reminded of the need to report events in a timely manner